Event description:
It was reported that the drain was placed during knee replacement surgery. When the drain was removed a portion was left behind.

Manufacturer narrative:
The sample was not returned for evaluation. Root cause for this complaint is inconclusive due to no sample was received for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The labeling and instructions for use were found to be adequate since states precautions to avoid the possibility of drain damage or breakage. (B)(4).